Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this investigation. The center reported that the patient experienced major bleeding on (B)(6) 2018. The patient was treated with vitamin k and a blood transfusion. It was reported that the bleeding resolved on (B)(6) 2018. Multiple requests for additional information were made; however, no additional information was received. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 0 days (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had major bleeding on (B)(6) 2018. The patient was given vitamin k and received a blood transfusion.